Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a bronchoscopy procedure. Patient's age is over 18 years. According to the complainant, the stent was introduced into the main bronchus and released. The stent was released and expanded; however, it was noted that the stent was kinked. The stent was removed and the procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).